Event description:
It was reported the pt underwent aortic valve replacement surgery, and a 21 mm epic valve was implanted. An intraoperative echo was not performed and a tte was performed postoperatively that revealed moderate to severe aortic insufficiency. The surgeon contacted the sjm medical director to discuss the case and a decision was made to proceed with reoperation. The valve was explanted a larger 23a epic standard valve was implanted. Tee was performed and everything looked fine. The pt was reported to be doing well. The physician does not believe there is anything wrong with the valve and believes there may have been an anatomical issue at implant due to the pt's bicuspid valve.